Event description:
It was reported that the customer had to go to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was above 21 mm1/l. Caller stated that the customer's infusion set cannula was bent at the time it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.